Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for stomach flu and hyperglycemia, with blood glucose of 509 mg/dl. The customer's mother stated that the customer did not receive any no delivery alarms and had unexplained high blood glucose levels the day before the event. The customer's mother also stated that the customer uses a quick-set infusion set and last changed his infusion set the day before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.